Event description:
It was reported that upon implant attempt, the device showed no capture on the surface electrocardiogram and no output was suspected. While unscrewing the lead pin, the screw fell out. The device was replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.